Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not pipette the correct amount of sample or diluent into well position a6 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced tip clamps, tip clamp sleeves and compression springs in position #6. No death or serious injury was associated with this event.